Event description:
Medtronic received information that during use of a act plus instrument, the customer reported a measurement failure. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that liquid controls (actrack) were used. No error codes were displayed and no control values were obtained. The lot number of the used cartridges could not be provided, and the account performs daily cleaning on the cartridge insertion area.

Manufacturer narrative:
Device evaluation summary: the reported measurement failure was verified during service. The service technician confirmed that the cartridge type selected was actrac, but no abnormalities were observed in the detection and operation. Upon inspection, it was found that the lift wire height was slightly higher than the set value. The issue was resolved by calibrating and adjusting the lift wire height and by replacing the solenoid. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 correction: medtronic received information that during use of a act plus instrument, the customer reported a measurement failure. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that electronic controls (actrack) were used. No error codes were displayed and no control values were obtained. The lot number of the used cartridges could not be provided, and the account performs daily cleaning on the cartridge insertion area. Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.